Event description:
It was reported that during an unknown procedure, the blade tip broke off in the pt. The piece was retrieved through the trocar. Another device was used to complete the procedure. There was no pt consequence.